Manufacturer narrative:
Two devices were returned to the manufacturer for evaluation. It was confirmed that the delrin ball was missing from the latching mechanism. The root cause of the missing ball is unknown at this time. The quality investigation is ongoing; a follow up report will be filed when the investigation is complete.

Event description:
It was reported that while inspecting two aseptic battery housings, it was determined that the delrin ball in the locking mechanism of the housing was missing. There was no patient involvement and no allegation of adverse consequences associated with this event. The absence of the delrin ball could cause the housing to not lock completely, leading to exposure of the non-sterile battery.